Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 27-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to silver and tin") in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain in extremity ("strong pain in right leg"), hypomenorrhoea ("very short duration of menstruations"), ovulation pain ("strong abdominal pain during ovulation") and depression ("signfication depressive state"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pain in extremity, hypomenorrhoea, ovulation pain and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, hypomenorrhoea, ovulation pain and pain in extremity with essure (ess205). Further company follow-up with the regulatory authority is not possible. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 27-sep-2018. The most recent information was received on 04-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ("allergy to silver and tin") in a 51-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required), pain in extremity ("strong pain in right leg"), hypomenorrhoea ("very short duration of menstruations"), ovulation pain ("strong abdominal pain during ovulation") and depression ("signfication depressive state"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the allergy to metals, pain in extremity, hypomenorrhoea, ovulation pain and depression outcome was unknown. The reporter provided no causality assessment for allergy to metals, depression, hypomenorrhoea, ovulation pain and pain in extremity with essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 4-oct-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.